Event description:
Event description guidant received information that at 31.5 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a long charge time, indicating ert. The device will be explanted and returned to guidant for analysis.